Event description:
Oxygen alarm going off alerting oxygen malfunction. Code a4 on machine indicates oz malfunction. Notified rental company's tech support they suggested to take off ventilator and replace with checkup ventilator. Backup ventilator put on pt ventilator pressure meter going crazy. Goes to negative to positive back and forth. Pt looked distressed adjusted the sensitivity. No change. Pt put back on first ventilator. Notified company of problem. They are to pick up ventilator's.